Event description:
It was reported that this right ventricular (rv) lead's shock impedance has been gradually increasing. The value reached a high out of range value. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.